Manufacturer narrative:
H3: product analysis #(B)(4):part # 25740018590: lot # ca20f141 visual and optical inspection revealed some deformation to the female torx but the threads of the screw appear to be undamaged. The indentions appear to be even on each side of the crown but no signs of off axis seating that could contribute to the screws backing out. The head appears to have been fully angulated, the shaft of the bone screw was in the relief notch but the material around the notch appears to have come in contact with the shaft of the screw. Unable to determine root cause of set screw backing out. H6: updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone additional surgery of screw replacement, rod reconnection and transforaminal lumbar interbody fusion (tlif) to l4/5 & l5/s. Initial surgery (fixation) was performed on (B)(6) 2022; although the timing was unknown when this incident happened, the ballast set screw dislodgement and screw loosening occurred; it appeared something like hematopoiesis due to the remaining movement, which led to neurological symptoms. Implant debris remains in patient. Explant completed. No further complications were reported/anticipated due to this event. Additional information was received from the rep that loose screws on both sides of sai and dislodging of the nut on one side of the sai. Pre op diagnosis details of this event was rheumatoid arthritis.